Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis were not reported. It was not reported if the patient was hospitalized for the event. It was reported the patient was treated with ceftaz ( no further details). At the time of this report, patient outcome and action taken with pd therapy were not reported. No additional information is available.

Manufacturer narrative:
Additional information: the patient was treated with gentamycin ( 30mg, route and frequency were not reported), vancomycin (1.5g, route and frequency were not reported), ceftazadine (1.5g, intraperitoneal and frequency was not reported), nystatin (oral, dose and frequency were not reported) and vancomycin was stopped and coamoxiclav was added (dose, route and frequency were not reported). Twenty days after the onset of event, the patient had a relapse and recovered. Should additional relevant information become available, a supplemental report will be submitted.